Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 225 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display and constant vibration due to interface board damage conformal coating exposing traces and shorting out to the battery tube positive side. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker. Unit received with stripped battery cap coin slot.